Manufacturer narrative:
Device was received with the new style all black retainer still attached to the insulin pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device passed the displacement test. Device was received with scratched case, stained keypad overlay, end cap address label faded, pillowing keypad overlay, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that the reservoir was not able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.